Manufacturer narrative:
Analysis of the device found a hole in the catheter due to a deep abrasion. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Concomitant medical products: product type: catheter, product ID 8709sc, lot# n177750017, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). The patient's managing physician tried to aspirate the catheter and it would not aspirate. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml lioresal at 500 mcg/day via an implantable pump. It was reported that the patient had an intermittent decrease of spasticity. Since their last surgery, the patient had had an increase in spasticity. Additionally, it was stated that the patient had intermittent results, as the patient would have a decrease in spasticity, then it would increase again, so the physician would increase the dose and the symptoms would decrease. It was noted that this kept happening over time. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed as the patient was allergic to dye. It was further stated that the pump and catheter were replaced. The issue was resolved and the patient's status was noted to be "alive no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-dec-2018 from the consumer who reported that she had withdrawal for 2 months. The patient had a mammogram in (B)(6) 2017 and then later that day started to have withdrawal. The patient had been falling out of her chair and in february they replaced the whole system. No further complications were reported or anticipated.

Manufacturer narrative:
Additional information was received on (B)(6) 2018 from the consumer who reported that she had withdrawal for 2 months with ¿the pump¿ that had the occlusion. If information is provided in the future, a supplemental report will be issued.